Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis were performed which identified creases fold, missing shell, stress marks, and a striated break on the radius. Based on the device analysis the final assessment is: a striated break on the radius side due to surgical damage consistent with the use of some surgical tool and a missing shell due to inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through responsive psr/on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.